Event description:
It was reported that the ilet bionic pancreas experienced a loss of cgm signal from a paired dexcom g7 continuous glucose monitor (cgm) while the dexcom continued to display readings, the user was instructed to toggle settings and restart the ilet, after which readings resumed. No adverse clinical effects were reported. Outcomes included no reported impact on health, daily activities, or medical care. User support included technical troubleshooting and user education. Investigation of this case revealed a transient communication disruption between the ilet and the dexcom g7 that resolved after a device restart, consistent with known intermittent connectivity behavior; no hardware component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary data communication issue.